Manufacturer narrative:
Additional information: the product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) could not replicate or confirm the reported complaint of unintuitive motion. The instrument passed all in-house testing and was fully functional. Issues related to errors or complications using the instrument with no underlying product issue may be related to mishandling/misuse and issues with recognition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that while attempting to place a clip on the inferior mesenteric artery during a da vinci-assisted left hemicolectomy, the medium-large clip applier (mlca) moved with unintuitive motion. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: 30-60 minutes after the start of the procedure, the unintuitive motion injured the vessel in an unspecified manner and caused the hem-o-lock clip to fall from the jaws and into the patient; it was retrieved, and hemostasis was achieved by coagulation with a third-party instrument. An unspecified, potentially third party, "back-up instrument" was used as a resolution. The estimated blood loss was unknown, and no blood transfusions were administered. The procedure was completed robotically.

Manufacturer narrative:
Based on the current information provided, the cause of bleeding was due to an injury sustained from unintuitive motion of the clip applier. At this time, the cause of the unintuitive motion is unknown. A return material authorization (RMA) was issued, but the product has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced multi-port instrument and system logs by isi failure analysis engineers revealed no errors related to the unintuitive motion observed by the customer. This event has been reported due to the following conclusion: the medium-large clip applier's wrist moved unintuitively, injuring the inferior mesenteric artery and causing the hem-o-lock clip to fall into the patient. The clip was retrieved during the same procedure, a third-party cautery instrument was used to achieve hemostasis, and a "backup instrument" was used to resolve the issue. The estimated blood loss was unknown; however, no blood transfusions were required, and the procedure was completed robotically.